Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness requiring ems transport and hospitalization while on ilet therapy. Severe hypoglycemia can result in life-threatening neurologic compromise and is consistent with the reported unresponsiveness and need for inpatient care. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Additional information indicated that the user had been pausing insulin delivery for prolonged periods, resulting in significant glucose variability, and cgm inaccuracy was reported but not confirmed as the cause of the event. Based on available information, no device malfunction was identified and the event is attributed to use-related factors, including intermittent therapy interruption, and the cause remains not established with respect to device performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 30 mg/dl, resulting in loss of consciousness and hospitalization. Emergency medical services were contacted by a caregiver, and the user was transported to the hospital where the user remained in the emergency department and was subsequently admitted on (B)(6) 2026, treated with IV fluids, and discharged on (B)(6) 2026. The user recovered and discontinued ilet therapy.